Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The field service engineer shut down the machine, reconnected the row board cable for drawer 3.1 and powered back on. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.